Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip unable to be released from the catheter. Imdrf impact code f2301 captures the reportable event of an additional device required. Block h11: the returned mantis clip device was analyzed, and it was found that the device returned with the clip assembly stuck into the bushing and with the clip assembly bottom part deformed. Additionally, the device returned with the control wire kinked and detached from the catheter, also the handle was detached from the catheter. No other problems with the device were noted. The reported event of clip could not be deployed, and coil kinked were confirmed. Analysis of the returned found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. Additionally, the control wire and the catheter were kinked and detached from the handle, it is likely that these problems occur because the physician encountered difficulties during the deployment of the clip, which caused the control wire to kink. Factors such as applying extra force during deployment, pulling out the control wire from the handle to aid clip deployment, etc., may have contributed. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the rectum during a flex sig procedure for colonic mass performed on (B)(6) 2024. During the procedure, after removing the polyp, the physician tried to close the area using mantis clips. He successfully deployed the first mantis clip, but when attempting to deploy the second one, he encountered a problem. The clip gripped and locked onto the mucosa as intended, but he was unable to detach it from the catheter. Various attempts were made to release the clip, including wiggling it, reopening and closing the handle, and moving the scope from side to side. The spring in the handle was removed and an attempt was made to pull on the inner control wire. However, when the handle was removed, the wire came out. The scope was then removed and reinserted beside the mantis clip. Hot biopsy forceps were subsequently used to cauterize the area, which allowed the mantis clip to release from the mucosa. The procedure was completed with a resolution clip device. There were no patient complications have been reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the rectum during a flex sig procedure for colonic mass performed on (B)(6) 2024. During the procedure, after removing the polyp, the physician tried to close the area using mantis clips. He successfully deployed the first mantis clip, but when attempting to deploy the second one, he encountered a problem. The clip gripped and locked onto the mucosa as intended, but he was unable to detach it from the catheter. Various attempts were made to release the clip, including wiggling it, reopening and closing the handle, and moving the scope from side to side. The spring in the handle was removed and an attempt was made to pull on the inner control wire. However, when the handle was removed, the wire came out. The scope was then removed and reinserted beside the mantis clip. Hot biopsy forceps were subsequently used to cauterize the area, which allowed the mantis clip to release from the mucosa. The procedure was completed with a resolution clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip unable to be released from the catheter. Imdrf impact code f2301 captures the reportable event of an additional device required.